Event description:
On (B)(6) 2012, clinic notes were received from a vns treating physician. Review of the clinic notes dated (B)(6) 2012 revealed that the physician interrogated her vns and it was near end of service. The patient was reprogrammed back to the original settings and is doing fine. Review of the clinic notes dated (B)(6) 2012 revealed that the patient had two bad months in (B)(6) 2012, otherwise her seizures range between 0 and 4. It was reported that the patient mostly has 2-3 seizures a month. The patient has only had 2 seizures in (B)(6) 2012. The patient's vns was interrogated and were reprogrammed back to original settings. All the settings were reported to be fine and she was not near end of service. The physician stated that he anticipates probably another 2-5 years left on the battery length. The patient was referred for surgery. Although surgery is likely, it has not occurred to date. Good faith attempts for further information from the physician have been made but have been unsuccessful.

Event description:
Additional information was received on (B)(6) 2012 when it was discovered that the patient underwent generator replacement that day.

Manufacturer narrative:
.